Event description:
It was reported that the subject device had a suspected broken lens. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure 'lens broken' was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a scratched objective cover glass, breakage of the objective cover glass, and a broken distal end of the insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken lens resulted from a component failure of the objective cover glass, while the broken distal end of the insertion tube was caused by a component failure of the insertion tube itself. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.